Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was intermittent power and moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: a review of the black box showed power on reset events. Moisture was visible through the display lens. The battery cap was able to fit for testing. A leak test was performed and failed due to a leak in the display lens. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. The pump was opened to find moisture on the power printed circuit board. Moisture ingress was found on the vibrator motor. The intermittent power complaint was no duplicated during the investigation. The battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location. (B)(4).